Manufacturer narrative:
Set, i.v. Fluid transfer : ave. Severiano cuevas # 18 carr # 2 km 141.1 bo. C should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from may 09, 2022 - may 10, 2022. H10: the device was received for evaluation. Visual inspection was performed which observed a small tear at the lower right side edge area of the bag. Functional testing was performed which revealed a leak in the affected area. Magnified inspection verified a tear/hole where the leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.